Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, while activating, the black blade of jaw was broken. "Complaint happened target activating tissue was not the thick tissue." There was no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the device b was returned with the blade tip damaged with gouges marks. However the blade was not cracked. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.